Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem occurred due to an error within the bsr (image system x-ray). Log file assessment of plane a does not show a failure. The image quality of plane b was investigated. During the period of interest, the image quality for that period was satisfactory. A problem with the bsr (image system x-ray) was found on plane b. Only limited image quality was available for approximately 9 minutes. After auto-recovery, full image quality was again available. There was no limitation and plane a was fully operational. The system performed a self-recovery and is operating as specified. Failure of the bsr is being monitored via the CAPA process. In case of an increase, further actions are to be considered.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dbc system. During a heart valve implantation procedure, the fluoro a plane image became too bright. A system restart was attempted at which point an error message was received. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.